Event description:
It was reported when using the bd vacutainer® urine collection cups one patient placed their thumb in the hole where the cannula is and pierced their finger. The patient's finger was cleaned with soap and water, and a bandage was applied. No further intervention was needed.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.